Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bioid) scanner was not functional. The field service engineer (fse) replaced the bio-ID, but users were still unable to log in due to repeated failures. Drivers were checked and the original one reinstalled, but the issue persisted and bio-ID did not appear in hardware test application (hta) after reboot. After consulting the case owner, the shim driver was installed, which resolved the issue. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was required witness, bio ID scanner stopped working and logs state bio ID was not functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.